Manufacturer narrative:
These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been having an increase in seizures. No other relevant information has been received to date.

Event description:
Patient had prophylactic replacement. The explanted device has not been received to date. No other relevant information has been received to date.